Event description:
It was reported this was a procedure to treat a heavily calcified ostial circumflex. It was noted a stent was already implanted in the ostial circumflex. A xience skypoint drug eluting stent (des) 2.75 x 18mm was inserted and advanced to the target lesion. It was noted there was resistance during advancement as the skypoint got hung up on the proximal end of the implanted stent in the ostial circumflex. It was then observed the skypoint stent had dislodged from the delivery catheter. The delivery catheter was removed and an unspecified balloon catheter was inserted to deploy the dislodged stent. Additionally, there was a previous unspecified stent placed in the left anterior descending artery that also may have played a role with difficulty in placement of the skypoint. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.